Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent catheter ablation for persistent atrial fibrillation, and sinus bradycardia was noted at the end of the ablation procedure. The following morning, after compression at the right thigh puncture site was released, bleeding occurred with swelling in the right groin. Manual compression was continued, followed by re-compression using a sandbag. Ultrasound examination confirmed a hematoma near the vascular access site. A contrast-enhanced computed tomography (CT) scan showed right femoral puncture site¿associated subcutaneous bleeding with no arteriovenous fistula and no obvious extravasation. Compression hemostasis was continued until the evening. Discharge was postponed for observation, no further bleeding occurred, and the event was reported as recovered/resolved. The investigator and sponsor assessed the event as related to the index procedure and not related to the catheter, generator, or other system attachments/accessories. The case was completed. No further patient complications have been reported as a result of this event.